Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening (shell thickness within specification). ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ deformation: unable to observe since the device has an opening. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ cancer-(ndr): not applicable as the event is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ black particles were observed on the shell. ¿ black particles were observed on the gel. ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
Patient reported ¿left breast is hard as a rock¿, ¿thickening on the left breast implant¿, ¿an irregularity on the left breast¿, and ¿integrity of the implant is declining.¿ patient later reported "inter-capsular rupture" on left side. Patient additionally reported "carcinoma¿; this has been deemed not device related. Healthcare professional additionally reported left side rupture and exchange from textured to smooth due to concern with the product. Patient later reported seroma fluid unknown amount of cc's. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side rupture and exchange from textured to smooth due to concern with the product. Patient later reported seroma fluid unknown amount of cc's. Device has been explanted.

Event description:
Patient reported ¿left breast is hard as a rock¿, ¿thickening on the left breast implant¿, ¿an irregularity on the left breast¿, and ¿integrity of the implant is declining.¿ patient later reported "inter-capsular rupture" on left side. Patient additionally reported "carcinoma¿; this has been deemed not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.